Manufacturer narrative:
(B)(4). This customer reported that the device was "not working." The specific issue was not identified by the customer. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device was "not working." The specific issue was not identified by the customer. There was no report of pt involvement.